Event description:
It was reported that a bluetooth connection issue between transmitter and mobile app occurred. Data analysis will not confirm the alleged complaint or determine a root cause. The probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).